Event description:
The pt was reportedly underperforming with his device. The device was explanted. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.